Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital for an av node ablation procedure. During the device check before the procedure, high pacing thresholds and low r-wave amplitudes were observed. Fluoroscopy showed that the lead had dislodged. The lead was successfully repositioned and the av node ablation was rescheduled. The patient returned for the av node ablation procedure six weeks later. However, the pre-ablation device check showed the pacing thresholds were again high. Since this was the second occurrence of threshold issues, the lead was explanted and replaced, and the av node ablation was rescheduled again. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital for an av node ablation procedure. During the device check before the procedure, high pacing thresholds and low r-wave amplitudes were observed. Fluoroscopy showed that the lead had dislodged. The lead was successfully repositioned and the av node ablation was rescheduled. The patient returned for the av node ablation procedure six weeks later. However, the pre-ablation device check showed the pacing thresholds were again high. Since this was the second occurrence of threshold issues, the lead was explanted and replaced, and the av node ablation was rescheduled again. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Setscrew marks were in the correct location on the terminal pin, indicating the lead was fully inserted into the device header. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing thresholds, low r-wave amplitudes, or dislodgement that occurred while the lead was implanted.